Event description:
It was reported the subject device had cloudy image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 224. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image and error 224 were due to a faulty connector cable, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.